Event description:
It was reported that the patient presented to the medical center due to acute encephalopathy secondary to intraventricular hemorrhage. The patient was initially treated with urgent warfarin with prothrombin complex concentrate. Serial computed tomography for the head (cth) demonstrated no progression of the intraventricular hemorrhage. The patient's designated decision makers eventually elected to withdraw life support and pursue comfort measures only. The life support was withdrawn on (B)(6) 2024. There were no changes to patient condition or anticoagulation status that may have contributed. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
D4 - UDI: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.